Event description:
It was reported that stent migration occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 25mm in length, eccentric shaped target lesion was located in the severely tortuous, moderately calcified, 16-28mm in diameter obtuse marginal (om) artery and in the left circumflex (lcx) artery. A non-bsc guide catheter and guide wire were advanced towards the target lesion. Following pre-dilatation with a 2.0x15mm maverick 2 balloon catheter, a 2.50x28mm promus element ¿ drug eluting stent was selected for use, advanced and deployed to treat the target lesion. However, the stent migrated post deployment. Another promus element ¿ stent of the same size was implanted to cover the lesion. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).